Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg ) levels were very high (no values provided). Elevated bg levels were mentioned during a call for a separate issue. The customer declined to troubleshoot, and indicated that they knew the cause of the issue, but did not have any supplies to help resolve it. No additional information was provided.